Manufacturer narrative:
The reported events of unacceptable threshold and helix mechanism issue were confirmed. Final analysis found the complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. X-ray inspection and electrical testing found damages consistent with procedural damage. The cause of the reported events was isolated to the helix being clogged with blood/ tissue and overtorque of the inner coil.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, it was observed that the capture threshold of the right ventricular lead was not appropriate. Furthermore, the lead helix failed to be extended after it was placed in the body. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.